Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule over captured and the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The deployment knob and trigger were moving, but the capsule could not be advanced. Cracks and a hole were noted along the proximal end of the nitinol reinforcing frame of the capsule. The distal end of the nitinol reinforcing frame of the capsule was ripped, and the catheter shaft was bent. There was a breakage on the outer catheter shaft; the separation site was observed to be jagged and uneven. The inline sheath was pulled apart, and there was damage observed on the threading of the screw gear. There was no breakage noted on the spine of the delivery catheter system (dcs). The valve was unable to be loaded due to damage on the device. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, it was not possible to load the valve on the delivery catheter system (dcs) in the loading bath. When advancing the capsule over the frame, the system was stuck, and the micro-knob continued to turn but without any effect on the capsule. The dcs was not used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolutionist ructions for use (IFU), contains instructions to use the integrated loading bath filled with cold saline, which features a mirror to aid loading of the valve. The IFU instructs the loader to hold the loading tool stationary with one hand, and with the other hand manually advance the capsule guide tube so that the distal section covers the paddle attachment pockets and the top portion of the outflow struts. The loader is instructed to use the mirror to ensure that both bioprosthesis frame paddles are positioned correctly in the paddle attachment pockets and the outflow struts are within the distal tip of the capsule guide tube. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The reported inability to load could be confirmed as the valve was unable to be loaded due to damage on the device. However, the level of damage to the device was most likely due to the system being re-opened in order to remove the valve and load onto the second dcs. Additional information was also received indicating that the damage on the first delivery catheter system (dcs) occurred after the first loading attempt to remove the valve. Without procedural images during the attempted loading, an assignable root cause cannot be determined and a relationship to the dcs could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - additional information was received that the damage on the first delivery catheter system (dcs) occurred after the first loading attempt to remove the valve. No adverse patient effects were reported. Additional codes - health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.